Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that defibrillation threshold (dft) testing was not performed at implant. When the patient was in the office for a routine device interrogation a 10 joule shock was given, as standard per clinic procedure, and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode shock impedance measurement was higher at 146 ohms. Boston scientific technical services (ts) was consulted and suggested obtaining an x-ray. Dft testing was performed a few weeks later. Successful dft testing occurred with 107 ohm shock impedance and 18 seconds time to therapy with a 65 joule shock. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.